Event description:
User facility reported that the device was use with pt during surgical procedure. After 1.5 hours had elapsed, the staff noted an increase in pt respiratory pressure. Under fibroscopic examination the tube was found to be compressed at the pt's supraglottis level. The tube was removed and a replacement tube was placed to address this issue. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.